Event description:
A customer reported two patient samples with falsely elevated advia centaur bnp results due to an operator error. The operator placed the base reagent in the wash 1 position on the instrument. Customer had to issue corrected reports for these two bnp results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant bnp results.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base reagent in the wash 1 position on the advia centaur instrument. A siemens field service engineer (fse) was sent to the customer site to decontaminate the system. The instrument is performing within specifications. No further evaluation of the device is required.